Event description:
A customer reported that when using the glidescope go 2 monitor, the device rebooted unexpectedly mid-intubation. It was reported that the monitor was off for approximately five (5) seconds and subsequently worked as normal. No delay in the procedure, use of a backup device, or harm was reported.

Manufacturer narrative:
The customer's glidescope go 2 monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device but was unable to confirm the reported issue. When connected to verathon's test equipment, no intermittent loss of power or monitor rebooting was observed. The monitor passed verathon's device functionality testing and confirmed to be within specification. Upon completion of verathon's device evaluation, the customer was notified of verathon's findings. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.